Event description:
The facility reported the clamp does not close properly indicating the occluder feet are broken. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.